Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer changed the infusion set and cartridge and resumed insulin. A system check was then performed by tandem technical support and no issues were identified. Customer changed the necessary pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.